Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the battery was too deep and at an angle which is causing the charging issues. The patient will undergo a revision procedure wherein the pocket will be relocated.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the battery was too deep and at an angle which is causing the charging issues. The patient will undergo a revision procedure wherein the pocket will be relocated.